Event description:
A report was received that the patient had difficulty charging the ipg. A bsn company representative analyzed the ipg database and determined the device exhibits premature battery depletion. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had difficulty charging the ipg. A bsn company representative analyzed the ipg database and determined the device exhibits premature battery depletion. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision in which both leads and ipg were replaced with a new system. The patient was reportedly doing well and was receiving adequate stimulation following the procedure with no complications. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg battery had been depleting prematurely due to aic-u1 damage. The device exhibited high sleep current and low impedance between vh and ground. It couldn't be determined if electrocautery was exposing aic to high electromagnetic or voltage transient environment can cause this type of failure. Device evaluation indicated that the leads passed the photographic imaging test performed. Visual inspection was performed to ensure the device integrity. There were several nicks and indentation on the surface of the lead body, but all the cables were intact. The damage to the device is a result of a typical explant procedure and it is not considered a failure.